Event description:
The pt reported experiencing elevated blood glucose of 10-20 mmol/l (180-360 mg/dl) while using the infusion sets. The pt's target blood glucose range is 4-8 mmol/l (72-144 mg/dl). The pt stated, the tubing/headset connection was weak and would easily come apart resulting in elevated readings. The pt also noticed wetness around the plastic and headset adhesive. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. No product is available to return for eval.

Manufacturer narrative:
No product will be returned for eval. This complaint is associated with the accu-chek flexlink plus recall initiated on (B)(4) 2011. Further investigations are ongoing within an assigned taskforce.